Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge cracked while the surgeon was advancing the iol into the patients eye. There was no damage to the iol and no patient impact. It was also noted that there was no resistance when advancing the iol. The lens remains implanted and the cartridge was discarded. The or temperature was indicated to be 67-68f. Additional information has been requested.